Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. A cut through in the insulation 20.5 centimeters (cm) from terminal pin was noted. On the proximal spring electrode, the ethylene tetrafluoroethylene (gore) covering was torn/separated from the medical adhesive at the proximal end and the spring was stretched at this point. Laboratory analysis was unable to confirm reported allegation as the helix/tip of lead showed no anomalies and the lead passed electrical test.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be dislodged and exhibited high pacing threshold measurements. Moreover, the proximal coil was separated. The lead was explanted. No additional adverse patient effects were reported.